Event description:
Patient 2 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 2 vials flagged positive and were tested with molecular platform. 1. What result did the customer obtain from the bd product? Vial #1 - candida tropicalis and e coli / vial #2 - candida tropicalis and providencia rettgeri. 2. What result was the customer expecting to obtain (if different from the obtained result) just the gram negative bacilli. 4. Was patient treatment changed as a consequence of the issue with results? Patient #1 had a treatment change due to yeast report; patient #2 was not treated for yeast. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots 3109870 and 3123122 - bactec lytic/10 anaer/f - and the biofire platform.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021, batch no.: 3123122 & 3109870. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Patient 1 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 2 vials flagged positive and were tested with molecular platform. What result did the customer obtain from the bd product? Vial #1 - candida tropicalis and e coli / vial #2 - candida tropicalis and providencia rettgeri. What result was the customer expecting to obtain? (If different from the obtained result). Just the gram-negative bacilli. Was patient treatment changed as a consequence of the issue with results? Patient #1 had a treatment change due to yeast report; patient #2 was not treated for yeast. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots 3109870 and 3123122 - bactec lytic/10 anaer/f - and the biofire platform.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.